Event description:
It was reported that device won't heat up. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device was received with a cracked reservoir tank cover, enclosure. Front cover had paint chipping off throughout. Damaged serial number label. Printed circuit board was also damaged, some electrical lines were soldered on. Old style components include, enclosure, printed circuit board, drain fitting, strain relief and line cord. Customer?s reported issue was duplicated. Device did not heat up to operating temperature. The root cause of the reported issue was determined. The pots on the printed circuit board were not functioning as intended. Actions taken to mitigate the reported issue: no action taken due to the age and condition, device is deemed beyond economical repair and will be scrapped. D4: UDI information is unknown.